Event description:
--

Event description:
Boston scientific received information that review of electrogram strips from three months earlier noted noise on the right ventricular (rv) rate sense and shock channels. Oversensing of the noise led to pacing inhibition with asystole greater than two seconds. The clinician had noted that they were able to reproduce the noise with coughing. Boston scientific technical services (ts) was consulted for review and noted that the noise was likely due to an external electromagnetic interference (emi) source. Pacemaker mediated tachycardia (pmt) episodes were also observed. The source of the noise was not able to be identified thus the rv lead sensitivity and duration were increased to mitigate the oversensing and the pmt episodes. The system remains in service.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.